Event description:
On unk, 2014 - a patient received gel-one injection. On unk, 2014 - the patient developed infection.

Manufacturer narrative:
A physician reported 6 cases in all. These cases are presently under investigation. (B)(4).